Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the clip did deploy; however, there was difficulty in removing the device. An attempt to push the safety release button and remove the device was unsuccessful. The device was removed using counter-tension and forceful pull. Manual compression was immediately applied to ensure hemostasis, because the pt had been heparinized. Reportedly, there was a lot of scar tissue at the target groin site which may have contributed to the difficulty in removing the device. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.